Manufacturer narrative:
The device has not been returned to animas. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a cgm (B)(4) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for more than three hours during troubleshooting, it was noted that the device may have been exposed to electronic interference.. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.